Manufacturer narrative:
A distributor field service engineer (fse) was at customer site to address the reported event. The reported issue was resolved by calibrating the position of the tip. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 08jul2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: [2061] tip attach error cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. The probable cause of the reported event was due to the incorrect positioning of the tip.

Event description:
A customer reported to the distributor getting error message 2061 tip attach error on the aia-900 instrument. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp), cardiac troponin I (ctnl 2), prolactin (prl), progesterone (prof ii), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. (B)(4).